Event description:
In 2008, the lay user/pt contacted lifescan alleging that her onetouch ultra had a power issue (does not turn on). The medical affairs specialist (mas) spoke with the pt on five days later, to obtain/verify the following info. The pt tests only once in the morning when she first gets up and combination of diabetes medications (lantus, symlin, metformin, and actos) set on fixed dosages. She indicated that the power issue has been going on for at least 4 months. She does not have any other meters to use and continued her medications as usual. On original date morning, she admitted she skipped her breakfast for an unknown reason. At an unknown time later, she reportedly became disoriented, clammy, sweaty, and delusional. She did not test on her meter at the time since the meter has not been working for a while. Her mother in law treated her with a candy bar and orange juice and then her husband took her to the emergency room at 9 am. By the time she arrived at the emergency room, her blood glucose levels was "196 mg/dl." She had additional blood work done (results not provided) and was also treated with IV fluids. The pt was released after a "couple" of hours. The customer care advocate (cca) noted that the battery was not replaced per the owner's manual. The pt also informed the mas that she has had the meter for 2-3 years and never replaced the battery. Replacement products were sent to the pt. This complaint is being reported due to the following conclusion: the pt allegedly became hypoglycemic after the power issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.